Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was found to be deformed. This event occurred 5 times. The following information was provided by the initial reporter: this is a report about deformed caps of tubes. During the check of the products before use, the cap was found to be deformed in five tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one-hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged caps as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was found to be deformed. This event occurred 5 times. The following information was provided by the initial reporter: this is a report about deformed caps of tubes. During the check of the products before use, the cap was found to be deformed in five tubes.

Event description:
It was reported before using bd vacutainer® sst¿ ii advance plus blood collection tubes the cap was found to be deformed. This event occurred 5 times. The following information was provided by the initial reporter: this is a report about deformed caps of tubes. During the check of the products before use, the cap was found to be deformed in five tubes.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes returned to manufacturer on: 2022-10-11. Investigation summary: material #: 367528, lot/batch #: 2013411. Bd received five (5) samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for damaged cap was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of damaged cap was observed in the customer returned samples. All retention samples from bd inventory met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged caps. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.